Event description:
A few days after placement, rn noticed catheter was leaking from insertion site. Pt was taken to the cath lab for contrast injection and it showed leakage near the cuff. Removed and replaced.

Manufacturer narrative:
The product has been returned to the MFR and is currently being evaluated. Evaluation results are expected soon.